Event description:
Three patient samples with discrepant calcium results. Patient 1, initial result 15.8 mg/dl, repeat 10.5 mg/dl. The initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.

Event description:
Three patient samples with discrepant calcium results. Pt 2, initial result 11.0 mg/dl, repeated twice, gave results of 9.5 and 9.4 mg/dl. The initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.

Event description:
Three patient samples with discrepant results. Initial result 11.5 mg/dl, repeated twice, gave results of 9.6 and 9.5 mg/dl. The initial results were not reported. The field representative was unable to determine a cause for the discrepancies.